Event description:
It was reported that this patient presented to the emergency room (ER) for an unknown reason with no reported symptoms. There were concerns that this pacemaker exhibited oversensing. Technical services (ts) reviewed the device data and noted that there appeared to be farfield oversensing of right ventricular (rv) activity, on the right atrial (ra) channel. Subsequently as a result of the oversensing, this led to inappropriate mode switching. The oversensing appeared to be a result of device programming parameters. This device remains in service. Additional information from the field was not available. No adverse patient effects were reported.